Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed, and no faults were identified. The device tested normally at the time of evaluation.

Event description:
It was reported that the device was constantly alerting downstream occlusion. Per reporter, it was unknown if the issue was with the line or the pump.